Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. A search of the complaint handling database confirmed there have been no similar reports for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. Based on the investigation, it is unlikely that the reported issue occurred during the manufacturing process. The likely cause of kinking of the carrier tube was attempting to insert it into the hemostasis valve by holding the hub and not by holding the bypass tube with sufficient grip throughout the insertion of carrier tube. Fast insertion without proper mating between valve and bypass tube or off axis forces during insertion may also lead to bending, kinking or folding of the carrier tube as reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the carrier tube was kinked. The following information was provided by the user facility: when the carrier tube was being inserted in the insertion sheath after the locator was pulled out, the carrier tube got kinked. The device was not used and was replaced by a new one to continue the procedure. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery, the vessel diameter was 6 mm, and the size of the sheath ancillary used was 7 fr. Hemostasis was successfully achieved with the second device. There was no other equipment or devices being used with the reported product. Blood loss was reported to be less than 250cc. There was no reported health damage to the patient.